Manufacturer narrative:
The investigation of ventricular tachycardia (vt) has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause of the vt was not determined. E.1 fax number was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-25243. H.6 code 4641 was reported incorrectly on the initial manufacturer device report number 1220648-2024-25243. New health effect - impact codes have been added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support and during repositioning, the pump bumped the septal wall and the patient went into sustained ventricular tachycardia. The patient received multiple shocks and was placed on extracorporeal membrane oxygenation and defibrillated. Support was continued. Additionally, there was intermittent position in aorta alarms. Position was verified and the placement signal was monitored. Support was continued and the patient outcome was stable.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The 5s parameters were stable throughout the case but there was periodic low signal-to-noise ratio (snr0 that corresponds with a lack of good signal being read and improved throughout the case. During the instances of the ¿impella position in aorta¿ alarms the placement signal would rapidly spike while the motor current would lose pulsatility. The alarm correctly met the triggering criteria. However, echocardiography (echo) confirmed the position in the correct place and the impella position in aorta alarms were intermittently triggering leading to infer that the alarm was falsely triggered. The root cause of the optical signal issue cannot be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1. Product problem updated. H6. Updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-25243. D10. Concomitant medical products and therapy dates updated.